Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation a pressure sensor mismatch alarm was observed in the device's downloaded event log. There was no documentation of a component replaced for this issue. The device's inline proximal filter was found to be contaminated with dust and replaced. The device's air inlet foam, particulate filter and muffler assembly were replaced preventatively. The device was tested and passed all final testing.